Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio opened the device in order to perform a visual inspection.  Physio observed evidence that water had previously infiltrated the device.  Physio visually observed that multiple critical components had rust/corrosion on them including (but not limited to) the device's pcb's, main charge capacitor and on/off flex assembly at the on/off button. The lifepak cr plus defibrillator operating instructions warn the device user(s) to not immerse any portion of the defibrillator or its accessories in water (or other fluids), and that doing so may damage the defibrillator. With the information available, it's reasonable to conclude that the likely cause of the reported issue was use error due to the misuse/abuse of the device and not the result of a malfunction. The customer was provided with a replacement device.